Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded with blood in the lumen. The balloon, markerbands, hypotube and proximal bond were microscopically inspected. Inspection revealed a separation in the hypotube, 52 cm from the strain relief, with the rest of the hypotube kinked in numerous places. An inflation device was attached to stopcock and toughy that was attached to the distal end of the broken hypotube, for functional testing. The facets of the hypotube ends are oval, suggesting a kink prior to separating, with the distal end pinched/closed off. The balloon could not inflate due to the hypotube end being pinched/closed off. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon leak occurred. The 88% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 15mm x 4.00mm nc quantum apex balloon catheter was advanced for dilatation. However, it was noted that fluid spilled out from the balloon and the device could not be used. The device was removed and the procedure was completed with a different device. No patient complications were ported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon leak occurred. The 88% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 15mm x 4.00mm nc quantum apex balloon catheter was advanced for dilatation. However, it was noted that fluid spilled out from the balloon and the device could not be used. The device was removed and the procedure was completed with a different device. No patient complications were ported and the patient's status was stable.